Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("irregular bleeding") and migraine ("severe migraine"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage and migraine outcome was unknown. The reporter considered genital haemorrhage, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("irregular bleeding") and migraine ("severe migraine"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage and migraine outcome was unknown. The reporter considered genital haemorrhage, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-oct-2020: qse for ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device not seen on the left side') and pelvic pain ('chronic pelvic pain') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 3. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("irregular bleeding") and migraine ("severe migraine"). The patient was treated with surgery (hysterectomy, laparoscopic bilateral salpingo oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage and migraine outcome was unknown. The reporter considered device dislocation, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2012 trailing coils: right- 3 , left- 1 coils. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2021: medical record received. Reporters information, rcc and medical history was added. Event added: essure device not seen on the left side. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device not seen on the left side') and pelvic pain ('chronic pelvic pain') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 3. On (B)(6)-2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("irregular bleeding") and migraine ("severe migraine"). The patient was treated with surgery (hysterectomy, laparoscopic bilateral salpingo oophorectomy). Essure was removed on (B)(6)-2020. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage and migraine outcome was unknown. The reporter considered device dislocation, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6)2012 trailing coils: right- 3 , left- 1 coils concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device dislocation quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)-2021: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.